Event description:
The consumer reported that the implantable neurostimulator (ins) stopped working 8-10 months ago. The patient had started having back pain again in (B)(6) 2016 and he wanted to get stimulation working / start using the ins again. The patient could not get it to work, so he met with a manufacturer representative last week on tuesday or wednesday ((B)(6) 2016). When asked, the patient stated it was unknown whether this was considered a gradual or sudden change in therapy/symptoms. It was noted that the issue was mentioned on (B)(6) 2016 while the patient was cancelling a future surgery to get a replacement ins; the patient had left a message with the manufacturer representative, but wanted to make sure the manufacturer representative was aware of his choice. It was further reported that the patient had met with a manufacturer representative last week to check the battery; it was stated the battery was ¿dead¿ and not responding. The patient¿s reason for cancelling the scheduled appointment for ins replacement surgery was that his back was improving and he did not want surgery at this time; he knew he may need it in the future, but he did not want it right now. On (B)(6) 2016, it was noted that the patient¿s next appointment was just a few days away. Additional information received from the manufacturer representative on (B)(4) 2016 reported that the patient came into the healthcare professional¿s office with a battery that the patient had not charged in over a year because of heart problems he was dealing with at the time. The manufacturer representative had tried several times to ¿jump start¿ the battery without success, and the healthcare professional had planned to replace the patient¿s battery. The patient¿s indications for use included non-malignant pain and spinal stenosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.